Manufacturer narrative:
(B)(4). Batch # p94l2d. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and the device was found to be functional and worked as intended. The device was tested with the test media and performed as expected with no anomalies noted and there were also no anomalies noted with the functionality of the device. In addition, there was no fizzle sound heard at any time during the test. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. In addition, it was also found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, a fizzle sound was heard from the tip of the device after 220 minutes of usage. Then, the device became not to cut the tissue smoothly. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.